Event description:
The surgeon did not use a phase 2 implant this time and again gave positive feedback for the most part. He reported the following, head of a screw destroyed / metal drill to remove it / 2nd new screw was used and locked normally.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. H3 other text : device will not be returned

Manufacturer narrative:
Evaluation summary: the reported event of the stripped screw for unknown_selzach_product (proximal lateral tibia plate) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The locking screws were constrained by the shaft screw. This led to difficulties to remove the first locking screw that finally was stripped. In this instance, the shaft screws created constraint on the 3 locking screws in the metaphyseal area. The surgeon should have removed shaft screws first and then the locking screws. The surgeon acknowledge this event in his mail "this is a constraint on the plate that constrained the screws (locking) from the top (proximal), because the distal plate release (long) helped loosening the (locking) screws without any problems." (17.12.2014_mail_dr guy allamel.pdf). Moreover, in the extreme event of a blocked or stripped screw the extraction set can be used, see bellow for details (ies-st-1 rev 1 implant extraction set optech, ies-st-1 rev. 1, 05-2014). The same plate was re-implanted a bit lower successfully (new locking screw). Event description (translation from (B)(6)): "[...] - tightening the proximal screws (3) tightening and blocking (new screws) - torque limiter used and screwed well tightened. - screwing the distal plate (4) - rx control and plate a little high, flush with the top. - decision to lower it a bit, - releasing a proximal screws (locking) and a head breakage - other proximal screws (locking) hard to loosen but we do not insist. - loosening the distal screws (4) to release the plate. - released plate, without any problems unscrewing the other long screws proximal (locking) - destruction of the broken head with metal drill, plate ablation and removal headless screw with clamp vise. - implantation of the same plate in a good position (lowest) [...] Note: after destruction of the head, it remains in the hole of the plate a metal ring that unscrews easily with the large type ao 4.5 screwdriver. The thread of the plate did not seem damaged and the new screw was able to be locked without any problem. A fluoroscopic guidance before screwing the first screw would have saved me the loss of time and / or I could have left the plate high, but I do not regret to have lowered the plate [...] This is a constraint on the plate that constrained the screws (locking) from the top (proximal), because the distal plate release (long) helped loosening the (locking) screws without any problems. Labelling explanation: "- tightening the proximal screws (3) tightening and blocking (new screws)" ¿ operative technique ¿ general guidelines; locking screw fixation [¿] in hard bone, it is advised to use the locking tap ø4.0mm (702772) before screw insertion. [¿] note: ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. In the extreme event of broken or stripped screws, the stryker implant extraction set (literature number lies-ot) includes a variety of broken screw removal instruments.¿ (axsos-st-6_axsos3_4.0mm_orif_optech, axsos-st-6 rev. 1, 08-2014) [original statement] "- loosening the distal screws (4) to release the plate." "Implant extraction set ; screws; after identifying screw type and diameter, extract the screws with the appropriate screwdriver bit by turning the screwdriver counterclockwise. To avoid damaging the screw, make sure the screwdriver is in line with the screw axis and fully inserted. P.6¿ (ies-st-1 rev 1 implant extraction set optech, ies-st-1 rev. 1 , 05-2014) [original statement] "- destruction of the broken head with metal drill, plate ablation and removal headless screw with clamp vise." "Damaged screw head, screw stripping is commonly caused by slippage of a screwdriver that is not correctly aligned with the screw axis and/or fully seated. This may occur either during insertion or, more commonly, during attempted screw removal. The appropriate sized conical extractor (based on the size of the screw head hex/torx) is inserted firmly into the screw head. [¿] if the screw does not come completely out, the forceps can be used to complete the extraction. P.7¿ (ies-st-1 rev 1 implant extraction set optech, ies-st-1 rev. 1 , 05-2014) [original statement] "- loosening the distal screws (4) to release the plate. - released plate, without any problems unscrewing the other long screws proximal (locking) - destruction of the broken head with metal drill, plate ablation and removal headless screw with clamp vise. - implantation of the same plate in a good position (lowest) [...] Note: after destruction of the head, it remains in the hole of the plate a metal ring that unscrews easily with the large type ao 4.5 screwdriver. The thread of the plate did not seem damaged and the new screw was able to be locked without any problem. [...] This is a constraint on the plate that constrained the screws (locking) from the top (proximal), because the distal plate release (long) helped loosening the (locking) screws without any problems." The locking screws were constrained by the shaft screw. The locking screws (3 in this case) in the metaphyseal area (proximal part of the plate) should always be screwed in the plate after the standard non locking screws or locking screws in the shaft. Failing to follow this process will most likely lead to constraining the system. In this instance, the shaft screws created constraint on the 3 locking screws in the metaphyseal area. The surgeon should have removed shaft screws first and then the locking screws. The full operative technique for proximal lateral tibia plate is explained p. 16-18 of the axsos-st-6_axsos3_4.0mm_orif_optech, axsos-st-6 rev. 1, 08-2014 "pre-operative [...] ¿ ensure that all components needed for the operation are available in the operation theatre. ¿ inspection is recommended prior to surgery to determine if implants have been damaged during storage. ¿ while rare, intra-operative fracture or breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage prior to surgery. Intra-operative ¿ avoid surface damage of implants. [...] ¿ during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure." (V15013 k non active implant IFU) [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The surgeon did not use a phase 2 implant this time and again gave positive feedback for the most part. He reported the following, head of a screw destroyed / metal drill to remove it / 2nd new screw was used and locked normally.